Event description:
Patient reported, rupture for left side. Device was explanted and replaced. Later, hcp reported, left side capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported rupture for left side. Device was explanted and replaced. Later, healthcare professional reported left side capsular contracture, baker grade unknown .

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification).and missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to observed. ¿ crease/folding of implant: not observed. ¿ deformation: not observe. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.